Event description:
Hcp reported they noticed a programming error 3 days post pump implant which is when the mistake had occurred. They had noticed the pump was programmed at 50ug/mi drug concentration while the pump was actually filled with 500ug/ml drug concentration. They called the pt's family member who reported the pt was drowsy and hadn't been eating well. The nurse then met the pt at the emergency room (in 2004) and had the pt admitted. Their oxygen levels were fine, but they were tachycardiac at 126 beats/minute. The pump was correctly reprogammed and the pt stayed for observation until 3 days late. At that time the daily dose was increased 15%. The pt was discharged and is doing well. The hcp believes the error was due to confusion because the pt was to receive 50ug/day.